Manufacturer narrative:
A follow-up report will be submitted with all additional relevant information literature attachment: mechanical tricuspid valve thrombosis: the role of multimodality diagnostic imaging b3: event date was estimated d4: the UDI number is not known as the part and lot number were not provided.

Event description:
The article, "mechanical tricuspid valve thrombosis: the role of multimodality diagnostic imaging", was reviewed. The article presented a case study of a 25-year-old female patient with a history of congenital heart disease, hypoplastic right ventricle (rv), rv outflow tract obstruction, tricuspid stenosis, secundum atrial septal defect, and ventricular septal defect. The patient previously underwent surgical closure of both septal defects and a bi-directional cavopulmonary shunt aged 4 months. A 23mm reverse on-x aortic prosthesis was implanted at age 22 years. Due to valve thrombosis, the device was explanted. On an unknown date a 23mm mechanical heart valve was implanted. On an unknown date the patient presented to the emergency department with left-sided pleuritic chest pain and exertional dyspnea. A physical examination confirmed hypoxia. Electrocardiogram demonstrated a right bundle branch block. Transthoracic echocardiography (tte) showed impaired right ventricular systolic function. Mild tricuspid regurgitation was confirmed. Cinefluroscopy revealed both mechanical prosthesis leaflets were fixed and immobile. Mechanical valve obstruction presumed secondary to thrombosis was diagnosed. One hundred mg of intravenous alteplase was administered for thrombolysis over 6.5 hours in the coronary care unit. A repeat tte 22 hours later revealed a reduction in tv gradient and significant symptomatic improvement. Approximately three months later the patient had a third presentation of acute mechanical valve thrombosis. The device was explanted and replaced with a 25mm epic valve. [The primary and corresponding author was ryan king, department of cardiology, the royal melbourne hospital, 300 grattan street, parkville, vic 3052, australia, with corresponding e-mail: ryan.king@mh.org.au.]